Event description:
The manufacturer received information alleging black particles in tubing/chamber/mask related to the CPAP device's sound abatement foam. User reported burning/smoke/electrical odor; congestion, nasal/throat irritation or soreness, sinus issues, headaches. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in tubing/chamber/mask related to a CPAP device's sound abatement foam. The patient also alleged burning/smoke/electrical odor; congestion, nasal/throat irritation or soreness, sinus issues, headaches.there was no report of medical intervention was required by the patient. The device was returned to the manufacturer product investigation lab for further evaluation. During the external investiagtion of the device the manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During the internal investiagtion of the device unknown debris was observed in the tracks of the ui panel. The manufacturer found that there were mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed there was no presence of degraded sound abatement foam in the device. Dust/dirt contamination in the airpath was observed whcih was likely from a source external to the device. Section h6 updated in this report.